Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute transcarotid neuroprotection system was selected for use in a transcarotid artery revascularization (tcar) procedure. During the procedure, a dissection occurred in the common carotid artery (cca). An additional, unplanned stent was placed more proximal in the cca to cover the dissection. The procedure was completed with no additional patient complications.